Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display due to moisture damage at electronic assembly. The insulin pump was received moisture damaged at motor assembly. The pump also had a scratched lcd window, cracked case display window corner, cracked reservoir tube lip, and with cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call a blank display. Blood glucose at the time of incident was 296 mmol/l. Mother states she is calling back after pump has rested and the display continues to be blank. Troubleshooting was not able to resolve the issue. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.